Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was not functioning properly. A solent¿ proxi catheter was selected to treat the iliac vein. During the thrombectomy procedure, an error message kept displaying alerting to check the saline line. After multiple attempts to reset and reprime the system the final error message received indicated the need to exchange the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as "fine."